Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00259. Additional information gathered via follow-up revealed the patient experienced weakness in her feet whether stimulation was on or off. The patient's doctor decided to explant the patient's scs system on (B)(6) 2018 (exact date of explant is unknown).

Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2018-00259. Additional information gathered clarified the exact date of explant.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00259. It was reported the patient will undergo surgical intervention due to experiencing weakness in her feet.